Manufacturer narrative:
Rational statement for the late report was accidentally not provided in the initial report: the previous reportability decision for this event was reversed based on a retrospective review.

Event description:
It was reported that the device stopped working during a procedure and needed to be replaced by a back-up unit. The patient was not harmed but bringing in a re-placement for the device resulted in a delay of the procedure.

Manufacturer narrative:
No problem found with the gas level indicator. Error code 322 log file (requires a new pressure sensor board). No other error codes in the logfile. All boards are upgraded to new revision. Iit was discovered that the reported issue was due to defective pressure sensor board.